Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after a pcb00 intraocular lens (iol) was inserted in patient's right eye, it was noted that the optic had a crack. Doctor cut the lens in half in order to remove it. Incision was enlarged and closed with suture. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/16/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. The returned device consisted of only a lens. The lens insertion device was not returned. Visual inspection at 10x microscope magnification was performed and viscoelastic residue was observed on the lens surface. The lens was observed ripped on the optic zone. The customer's reported event (optic cracked) was verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The functional testing results were verified and the product met specifications as required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.